Event description:
It was reported that on the event date a refill was done with an expected volume of 5.7ml and 3.0ml was removed. The health care provider (hcp) reviewed the log from that and there were no anomalies noted. The hcp then had the pump rechecked and interrogated on (B)(6) 2013 and the expected volume was 37.9ml and the measured volume was 38.2ml. Again, the logs were checked and no problems were identified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)..